Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming no disposable. It was reported that troubleshooting was unsuccessful. Per reporter residual volume was: 9.1 ml, rate 2.3 and 95.1 ml was given. . No adverse patient effects were reported. No additional information is available at this time.